Event description:
The following information was reported: balloon popped on a patient with a scarred groin, the device was removed and a second device was attempted. The balloon also popped on the second device, the second device was removed and manual pressure was held for 20 minutes to achieve hemostasis. The patient was not hospitalized. Procedure: intervention peripheral vessel size: 6 mm stick location: left groin, medium sheath size: 6f intended closure: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided. See medwatch report #s 3004939290-2015-00143 and 3004939290-2015-00144.